Event description:
The customer reported that the system displayed a low ma, low kv error message and no image displayed when fluoro was initiated. Also the technique tracks to the maximum.

Manufacturer narrative:
(B) (4). The ge service rep found a blown snubber pcb. He replaced and tested by running simulated case and high kv arc test. The system is working as intended.